Event description:
The facility representative reported a colleague infusion pump with a 18:115:885:03 e8 failure code. The event was reported to have been found in the history during service in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 18:115:885:03 e8 was confirmed during product evaluation. The condition could not be reproduced and a root cause was not determined, therefore, no repairs were necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.